Manufacturer narrative:
Device was not returned for evaluation. At this time it remains implanted in the patient. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device remains implanted.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Reassigned for review and closure.

Event description:
The surgery to implant expedium-sai to the (B)(4) for the pelvic fracture was performed on (B)(6) 2015. During the surgery, the reported guide wire got broken at 9mm from the distal end while the surgeon was inserting the screw. The surgery was conducted and the instrument was used in accordance with the IFU. Since it was difficult to remove the broken tip and the surgeon concluded that leaving the fragment inside the patient would not affect the patient's condition, the tip was left remained in the ilium to complete the surgery. There was no surgical delay. The revision to remove the fragment is considered as not necessary.